Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It is not specified whether or not the patient followed the proper post-op procedures.

Event description:
On 11/10/2025, arthrex regulatory reported via email that a clinical study review identified a patient who developed exuberant bone formation at the osteotomy site, resulting in persistent pain. The patient subsequently required conversion to a total knee arthroplasty. The persistent pain and need for arthroplasty occurred following a procedure using the ibalance hto system.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.